Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and instrument log review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed falsely low patient sodium values generated using the architect c4000 analyzer ict module. The following data was provided for one patient. The customer uses normal range 136 to 145 meq/l. Initial 116, repeat 136 . No impact to patient management was reported.

Manufacturer narrative:
Additional details regarding issue review are provided below in the updated evaluation summary: evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and instrument log review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Instrument log review identified multiple aspiration and cuvette wash errors from march 2016 to june 2016. These errors included error code 3375 (unable to process test, aspiration error occurred) and error code 0550 (cuvette washing not completed). Additionally, the as needed procedure, 06052 wash cuvettes procedure, was not performed for the analyzer during the months of (B)(6) 2016 prior to the discrepant results observed in (B)(6) 2016. This indicates that after each error code 0550 (cuvette washing not completed) issue was observed, cuvette wash using the as needed procedure, 06052 wash cuvettes, was not completed per the operations manual. Review of the maintenance log showed the wash cuvettes procedure was not performed after every occurrence of the cuvette wash errors. A system factor that may result in inaccurate results is the failure to allow cuvette washing to complete, which may result in dirty cuvettes and cuvette dryer tips. Sample integrity issues could not be ruled out as a contributing factor. The customer performed quarterly maintenance as recommended, and the issue was resolved. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. Conclusion code was corrected.